Event description:
It was reported that during a prostate procedure, end firing occurred after 86,156j with 17:16 minutes of fiber use. The tip of the fiber was cleaned during procedure. The case was completed with a second fiber without clinical consequence to the patient.

Manufacturer narrative:
Analysis of the returned device did not identify signs of breaks/fractures at tip. The glass cap exhibits severe devitrification at output window. The metal cap exhibits mild detritus adhesion on surface, the outer flow tubing open end exhibits minor scratch marks. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along the fiber. The cause of the observed damages to the fiber are likely due to heat accumulation. However, the alleged event of ¿end firing¿ could not be confirmed based on device analysis. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.